Event description:
Baxter one-link catheter extension set lot r24k30086. When flushed after IV start, leaking noted from luer lock at IV catheter hub with blood backing up into extension set & seeping under tegaderm transparent dressing. Replaced extension set with same lot # with same results. Then used extension set with different lot #, no leaking noted. All faulty lot # extension sets removed from supply drawers. Packaging and device discarded.